Event description:
Patient admitted with hematuria and painful urination. A morphine pca was attached to IV line. The luer lock became unattached from the primary tubing with a small piece breaking off in the port. This allowed blood to backup in the tubing and drip out of the port.